Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been the fragile pre-existing periodontal condition, including gingival recession, which was aggravated by the orthodontic movements programmed by the aligners. Align's clinical review show that the affected tooth had a dental crown and was positioned with excessive lingual tipping, resulting in a crossbite relationship with tooth 4.4. The anterior intraoral photograph shows an improperly adjusted crown margin with associated buccal gingival recession, multiple black triangles and localized gingival recessions, consistent with generalized interproximal bone loss and compromised periodontal condition. The treatment included 2.2 mm of buccal translation. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the invisalign system aligners was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient experienced a buccal bone fenestration on tooth 1.3, the patient visited a periodontist that attempted an apical resection of tooth 1.3 was planned, however, the doctor observed a fracture and had to extract the tooth. An implant will be placed to cover the space. The patient was prescribed an analgesic to alleviate symptoms. A medical report was done, but the treating doctor could not provide it. Unknown if any clinical or laboratory tests were performed. The patient is continuing treatment with the invisalign system aligners and is currently reported to be well.